Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient in a clinical study (sdy) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastro intestinal/pelvic floor. It was reported that the device's programs were erased due to improper placement of cautery pads during orthopedic surgery. The patient was seen because their device had been malfunctioning since they underwent orthopedic surgery recently. The patient noted they underwent two procedures and turned off the device before each one. The patient's device was reprogrammed after the device was hooked up and found to be completely erased. The manufacturer representative added on a number of programs on 2021-feb-11, including the patient's original program, which was program 3 (+0, -2) at 1.1 volts. The battery life was found to be at 109 months, and the date of the test was 2021-feb-11. The relationship of the event was related to the device or therapy, and programming/stimulation. The final programming date and time for the most recent interrogation prior to the event was (B)(6) 2019. The event resolved without sequalae and therapy resumed on (B)(6) 2021. There were no patient symptoms or further complications reported at this time. Additional information was received from a healthcare provider (hcp) regarding a patient in a clinical study (sdy). It retracted the statement that the etiology was due to programming and that the final date and time for the most recent interrogation prior to the event was on (B)(6) 2019. Additional information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient in a clinical study (sdy). Whenasked if the referenced orthopedic surgery and 'two procedures' were related to the device/therapy, the hcp replied that, "related to device: device was hooked up and found to be completely erased. The [manufacturer] representative added on a number of programs including the patient's original program [program 3 (+0, -2) at 1.1 v]."